Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet appeared not to charge while on a charging pad, during which blood glucose rose to 360 mg/dl for approximately 6.5 hours and high glucose alerts occurred; upon reconnection, the system delivered a correction that was perceived as aggressive and the user experienced a low of 64 mg/dl for about 15 minutes, which was treated with orange juice, and subsequent charging attempts showed normal charging behavior after using a different outlet. Symptoms included hyperglycemia with associated high glucose alerts and hypoglycemia with low and urgent low alerts. Outcomes included transient hyperglycemia and hypoglycemia without need for professional medical intervention or assistance. Investigation included review of device logs and user guidance to verify charging indicators and repeat charging on an alternate power source. Investigation of this case revealed no battery faults in the logs and normal charge accumulation when properly seated on a functional power outlet, indicating an issue consistent with charging system use or power source rather than an internal battery defect. It was concluded, based on previously established findings for similar reports, that the cause was user-related or environment-related charging conditions.